Manufacturer narrative:
Philips has investigated this complaint. Per the information acquired, the wireless footswitch did not connect to its base station. The wi-fi indicator on the footswitch was flashing red whilst the battery indicator was green, which indicates that there was an error in the wireless connection. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented on the system. The defective footswitch and base station were returned to philips for further analysis. The analysis confirmed that a connection failure between the base station and the footswitch. After implementing the correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch signal was lost. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.